Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the high voltage (hv) lead impedance was high and out of range. No intervention was performed. The patient was stable.